Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited infection. All available information indicates that as of this time, the pacemaker remains in service. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported.